Event description:
A customer contacted beckman coulter (bec) reporting a yellowish liquid leak (volume undetermined) underneath the coulter lh 750 hematology analyzer and on counter. The customer also indicated that no alerts or errors were generated, but observed that the controls were out. The customer was unable to locate the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse found that the tubing on ff125 on vl3 that supplies the complete blood count (cbc) lyse had come off. The fse replaced the tubing and verified that there were no further leaks. Instrument verification was performed with no other reported issue with controls. Per labeling, pn4277249, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Per labeling, pn4277249, the lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message. (B)(4).